Manufacturer narrative:
(B)(4). Batch # p55d20. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were there any patient consequences? There were no patient consequences.

Event description:
It was reported that during an appendectomy procedure, the cartridge didn¿t fire completely.

Manufacturer narrative:
(B)(4). Batch # p55d20. The analysis results found that the 6r45b reload was received partially fired and with no damage to the spring cartridge lockout. No functional test could be performed due to the condition of the returned cartridge. Although no conclusion could be reached as to what may have caused the reported event, it is possible that an attempt to reload the cartridge was made while the device was in the articulated position. It should be noted that failure to straighten the instrument prior to reloading may prevent proper function of the fired cartridge lockout mechanism and resulting in the most proximal staples to eject. Please reference instructions for use for additional instructions. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.